Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that there was a power with damage issue. It was alleged that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-nov-2019 with the following findings: a review of the pump black box showed data from (B)(6)2019 to end of use on (B)(6)2019 with no evidence of power loss or rebooting. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was undamaged and was able to fit securely to maintain an electrical connection. The pump powered on and was exercised for 12 hours with no power interruptions or rebooting occurring. The complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.